Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced 5 urinary tract infections. The patient was in the hospital now because of a urinary tract infection. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs". After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced 5 urinary tract infections. The patient was in the hospital now because of a urinary tract infection. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.